Event description:
Account reports three incidents in labor and delivery in which during removal of a needle lock device, the synthetic sleeve stopper separates. Reporter stated there was no pt compromise.